Manufacturer narrative:
The root cause of the leak was due to the nrbc bath chamber and its sample line, which required replacement. Customer has not called back to report any further issues. (B)(4).

Event description:
Customer called to report observing a liquid leak underneath the mixing chamber of the unicel dxh 800 coulter cellular analysis system. Customer could not identify the source of the leak. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and replaced the nucleated red blood cell (nrbc) bath chamber and its sample line. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.